Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up on medwatch report # mw5067827.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. This report is to follow up on medwatch report # mw5067827.

Event description:
Procedure performed: robotic case - the 12 mm trocar was broken during a robotic case. The md noticed the shaft of the trocar was broken upon undocking of the robot. Type of intervention: unk. Patient status: no adverse event.